Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient had surgery to treat lower limb ischemia on (B)(6) 2021 caused by a detained thrombus after explanation of another manufacturer's temporary lvas (left ventricular assist system). A surgical revision enf thrombectomy had to be done. Patient also had a reoperation for a bleeding a few hours after the heartmate 3 implant procedure. Patient also had right heart failure and a temporary right ventricular assis device (rvad) had to be implanted. The patient then suffered acute renal failure and dialysis had to be started.

Event description:
It was reported that a device related issue did not cause or contribute to right heart failure. Renal dysfunction was not determined to be related to or cause by the device or device therapy.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6) and the reported right heart failure, bleeding, peripheral thromboembolism, and renal dysfunction could not be conclusively determined through this investigation. No product is available for investigation. The heartmate 3 left ventricular assist system (hm3 lvas) instructions for use (IFU), rev. G, is currently available. Section 1 of this IFU lists right heart failure, bleeding, arterial non-central nervous system (cns) thromboembolism, and renal dysfunction as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This document also provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. This document further instructs the user to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow prior to advancing the inflow cannula and to address both as needed. The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on 26feb2021. No further information was provided. The manufacturer is closing the file on this event.